Event description:
It was reported that a malfunction, identified as malf 9, occurred with the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the device, which resolved the issue. The malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any malfunction code appeared again.